Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the left ventricular lead exhibited a high capture threshold. No intervention was performed and the patient was in stable condition. The patient will continue to be monitored.